Event description:
Patient had an iab catheter in their left femoral artery. Site and tubing visualized by the rn and no blood noted. The patient was turned to the left side with assistance of 2 rns, tubing stabilized throughout. Upon placing patient on their back, tubing revisualized and noted to have bright red blood in helium tubing. Iabp continued to function without any alarms being recorded or visualized. The pump was placed on standby; two physicians were called to the bedside. The patient was hemodynamically stable throughout. The iab catheter was removed without incidence and not replaced.